Manufacturer narrative:
The device was returned to olympus for inspection. Reasonably known information suggests probable causes such as damage or deterioration of parts, environment problem like as dust, dirt, humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The cystonephrofiberscope was returned to the service center with a report of blurry image. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, chipped adhesive on bending section cover was found. There was no patient involvement.